Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient stated recharging was taking longer and had gotten progressively worse. Recharge stats were reviewed and showed average coupling of eight bars, duration of one hour and an interval of .4 days. It was noted the patient recharged twice a day but never went beyond 50%. Programming was reviewed and impedances were run that showed electrodes 0-7 were all between 700-800 while the right lead was ¿out¿ with impedances over 10000 when run and between 17000 and over 40000 at 3v. The right lead was not programmed and a recharge interval calculation with the programmed settings of 7v, 450 pulse width and rate of 45 showed 3.6-4.36 days. The patient mentioned she was starting with eight bars but was not keeping eight and it was reviewed that coupled with the drain on the battery that is likely why recharging was taking so long. The antenna locate feature was used and spacers and adhesive discs were discussed for the patient to try. The patient stated that it was painful while recharging while laying on her back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the hcp via manufacturer representative. It was reported that patient¿s weight at the time of the event was unknown. In regards to the high impedance and recharging issues, nothing other than surgery could be done to resolve high impedances so the issue was not resolved. Sticky pads were ordered for patient to help maintain coupling during charging. It was to be observed over time how the patient was going to do.  No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information was received from a manufacturing representative reporting that programming was left on the functioning left lead. The charging issues were not resolved at the time of this report. The cause of the high impedances remain unknown.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type ii. It was reported that the patient was charging too often. The patient reported that they are charging every 3-4 days. The patient stated that this is different than it used to be, as they used to charge ever 3-4 weeks. The patient stated that it has gradually gotten worse. The patient stated that nothing has changed since 2015, and they rarely if ever increase/decrease stimulation. The caller has access to an 8840. Charging interval calculation was run with settings below 5.6v, 450pw, 45 rate, 370 ohms, 14.534 ma, 24 hours/day estimate at bol: 6.46 days, eol: 5.40 days. The caller indicated that the left lead impedances are all fine, but the right lead are all over 10,000 ohms. The caller stated they checked different reference electrodes. Technical services asked the patient to keep a diary of charging sessions and to have the settings analyzed. It was also reviewed that if it had been previously programmed on the right lead it would have conserved battery life and make recharging longer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on (B)(6) 2018. The right lead was out of range (oor) for several years. The cause was unknown. They programmed around it but they are sending it for analysis now because they replaced everything since the battery was nearing end of service (eos). The battery needed to be replaced anyway so they replaced the entire system; lead and battery. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# unknown, product type: lead. Analysis of the ins ((B)(4)) found the ins battery was at normal end of life. Analysis of the lead ((B)(4)) found the conductors were broken at the titan anchor site 20.7 cm from the distal end. Analysis of the lead (unknown) found the proximal end insulation consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.